Manufacturer narrative:
Concomitant medical products- model: dtba1d1, cardiac resynchronization therapy defibrillator (crt-d); implanted: (B)(6)2016 model: 6725, is-1 pin plug; implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with oversensing noise, high rate non-sustained episodes, varying pacing impedance and low pacing impedance. In office testing was conducted and reprogramming was completed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited short v-v counts. The patient was concerned with the device alerts so it was decided to cap and replace the low voltage, pace/sense portion of the rv lead. The high voltage portion of the rv lead remains in use. No patient complications have been reported as a result of this event.